Event description:
It was reported that during an intracept procedure the physician encountered hard bone causing the curved cannula to get stuck. When the physician pulled the instrument again, a piece of the distal end of the curved cannula was missing. Based on the available information, bsc could not confirm the location of the device fragment. The procedure was completed.